Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the buccal plate fractured and the implant could not be placed due to loss of primary stability. The implant was removed and the site grafted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified the device with small signs of use. No damage was noticed on both the implant or mount.. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 08. The customer did not provide any pictures or x-rays. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the buccal plate fractured and the implant could not be placed due to loss of primary stability. The implant was removed and the site grafted. . The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d10: device available for evaluation change no to yes. H3: device evaluated by manufacturer: change no to yes.

Event description:
No further event information is available at the time of this report.